Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received an unexpected restart alarm after insert a battery. The customer's blood glucose was 336 mg/dl. Troubleshooting was done. Advised to monitor the insulin pump and call back if the issue recurred. Nothing further reported.